Event description:
The user facility reported that during a surgical procedure there was still blood flow when the tourniquet device was in use. The tourniquet appeared to be full, and there was a ticking noise. The procedure was completed successfully using back-up equipment with no clinically significant delay, no medical intervention, and no adverse consequences.